Manufacturer narrative:
PMA/510(k) number = pre-amendment. Investigation: evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be established. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a flexor high-flex ansel guiding sheath completely broke off inside a patient of unspecified gender and age but was successfully retrieved in an unknown manner. The unspecified procedure was successfully completed with a good patient outcome. The patient did not experience any adverse effects as a result of this occurrence. No further information is available. The complaint device will not be returned to the manufacturer to aid in the investigation.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information received since the last report was submitted.